Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The pod data showed no errors that would indicate any issues with insulin delivery. During fluid path testing, fluid was not able to travel the complete fluid path due to a tear in the exposed soft cannula. This tear resulted in a leak. The exact time and cause for the soft cannula damage could not be determined. It cannot be conclusively determined that the soft cannula damage contributed to the reported damaged cannula event. Therefore, the cause of the reported damaged cannula event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the damaged cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
The patient reported their blood glucose (bg) rose over 250 mg/dl (13.9 mmol/l), while wearing the pod. They reported when the pod was removed, they noticed the cannula had a hole. Treatment information was not provided.